Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during the initial drain phase of peritoneal dialysis therapy, the home patient was connected. Troubleshooting determined that the cause of the alarm was due to the patient initiating therapy and then connecting to the patient line. The technical service representative reviewed proper procedures with the home patient and assisted the home patient in clearing the alarm. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting found the patient had initiated therapy prior to connecting to the patient line and this is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.